Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, the device stopped firing in the middle of the second firing. It was noted that the device's display indication was unknown when the firing stopped. The procedure was completed with another device. There was no patient injury.